Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / perforation (uterus), bladder perforation ('bladder perforation') and intestinal perforation ('bowel perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "could not get device to go all the way in tube". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), dysmenorrhoea ("chronic, dysmennorhea (cramping), menorrhagia ("menorrhagia (heavy menstrual bleeding), headache ("headaches"), uterine prolapse ("prolapse of cervix"), intestinal prolapse ("prolapse od bowel"), bladder prolapse ("prolapse of bladder"), migraine ("migraine headaches"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), loss of libido ("loss of sex drive"), anorgasmia ("anorgasm"), vaginal relaxation ("vagina too relaxed for satisfaction"), cystocele ("cystocele"), rectocele ("rectocele"), vaginal infection ("vaginitis") and adnexa uteri pain ("pain ovaries") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, bladder perforation, intestinal perforation, dysmenorrhoea, menorrhagia, hormone level abnormal, headache, uterine prolapse, intestinal prolapse, bladder prolapse, migraine, dyspareunia, fatigue, loss of libido, vaginal relaxation, cystocele, rectocele, vaginal infection and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, anorgasmia, bladder perforation, bladder prolapse, cystocele, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, intestinal perforation, intestinal prolapse, loss of libido, menorrhagia, migraine, rectocele, uterine perforation, uterine prolapse, vaginal infection and vaginal relaxation to be related to essure. The reporter commented: previously reported insertion date 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / perforation (uterus)'), bladder perforation ('bladder perforation') and intestinal perforation ('bowel perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "could not get device to go all the way in tube" and device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included hypoglycemia, uterine prolapse, rectocele, muscle wasting and leiomyoma of uterus, unspecified. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), uterine prolapse ("prolapse of cervix"), intestinal prolapse ("prolapse od bowel"), bladder prolapse ("prolapse of bladder"), migraine ("migraine headaches"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), loss of libido ("loss of sex drive"), anorgasmia ("anorgasm"), vaginal relaxation ("vagina too relaxed for satisfaction"), cystocele ("cystocele"), rectocele ("rectocele"), vaginal infection ("vaginitis") and adnexa uteri pain ("pain ovaries/pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the uterine perforation, bladder perforation, intestinal perforation, dysmenorrhoea, heavy menstrual bleeding, hormone level abnormal, headache, uterine prolapse, intestinal prolapse, bladder prolapse, migraine, dyspareunia, fatigue, loss of libido, vaginal relaxation, cystocele, rectocele, vaginal infection and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, anorgasmia, bladder perforation, bladder prolapse, cystocele, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, intestinal perforation, intestinal prolapse, loss of libido, migraine, rectocele, uterine perforation, uterine prolapse, vaginal infection and vaginal relaxation to be related to essure. The reporter commented: previously reported insertion date 2008. Current weight 180 lbs. Date(s) of insertion: (B)(6) 2009 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Pathology test - on (B)(6) 2021: cervix: transformation zone mucosa, negative for dysplasia or malignancy. Endometrium: inactive, negative for hyperplasia or malignancy. Myometrium: leiomyoma . Fallopian tube and ovary, bilateral: negative for malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Reporter information, medical history, device removal details added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / perforation (uterus)'), bladder perforation ('bladder perforation') and intestinal perforation ('bowel perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "could not get device to go all the way in tube" and device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included hypoglycemia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), dysmenorrhoea ("chronic, dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), uterine prolapse ("prolapse of cervix"), intestinal prolapse ("prolapse od bowel"), bladder prolapse ("prolapse of bladder"), migraine ("migraine headaches"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), loss of libido ("loss of sex drive"), anorgasmia ("anorgasm"), vaginal relaxation ("vagina too relaxed for satisfaction"), cystocele ("cystocele"), rectocele ("rectocele"), vaginal infection ("vaginitis") and adnexa uteri pain ("pain ovaries/pain") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, bladder perforation, intestinal perforation, dysmenorrhoea, menorrhagia, hormone level abnormal, headache, uterine prolapse, intestinal prolapse, bladder prolapse, migraine, dyspareunia, fatigue, loss of libido, vaginal relaxation, cystocele, rectocele, vaginal infection and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, anorgasmia, bladder perforation, bladder prolapse, cystocele, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, intestinal perforation, intestinal prolapse, loss of libido, menorrhagia, migraine, rectocele, uterine perforation, uterine prolapse, vaginal infection and vaginal relaxation to be related to essure. The reporter commented: previously reported insertion date 2008. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: pfs received : medical history added and pain event updated.event:she did not undergo any essure confirmation test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / perforation (uterus)'), bladder perforation ('bladder perforation') and intestinal perforation ('bowel perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "could not get device to go all the way in tube". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), dysmenorrhoea ("chronic, dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), uterine prolapse ("prolapse of cervix"), intestinal prolapse ("prolapse od bowel"), bladder prolapse ("prolapse of bladder"), migraine ("migraine headaches"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), loss of libido ("loss of sex drive"), anorgasmia ("anorgasm"), vaginal relaxation ("vagina too relaxed for satisfaction"), cystocele ("cystocele"), rectocele ("rectocele"), vaginal infection ("vaginitis") and adnexa uteri pain ("pain ovaries") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, bladder perforation, intestinal perforation, dysmenorrhoea, menorrhagia, hormone level abnormal, headache, uterine prolapse, intestinal prolapse, bladder prolapse, migraine, dyspareunia, fatigue, loss of libido, vaginal relaxation, cystocele, rectocele, vaginal infection and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, anorgasmia, bladder perforation, bladder prolapse, cystocele, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, intestinal perforation, intestinal prolapse, loss of libido, menorrhagia, migraine, rectocele, uterine perforation, uterine prolapse, vaginal infection and vaginal relaxation to be related to essure. The reporter commented: previously reported insertion date 2008 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: events: migraines, dyspareunia, perforation (uterus, bladder, bowel), vaginitis, vagina too relaxed, cystocele, rectocele were added. Reporters, patient demographics were added. Device insertion difficulty event added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and intestinal prolapse ('prolapse od bowel') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), uterine prolapse ("prolapse of cervix"), intestinal prolapse (seriousness criterion medically significant) and bladder prolapse ("prolapse of bladder") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, dysmenorrhoea, menorrhagia, hormone level abnormal, headache, uterine prolapse, intestinal prolapse and bladder prolapse outcome was unknown. The reporter considered bladder prolapse, dysmenorrhoea, headache, hormone level abnormal, intestinal prolapse, menorrhagia, perforation and uterine prolapse to be related to essure. The reporter commented: previously reported insertion date 2008 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information updated. Previously reported event was updated with new events: perforation, chronic/ dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hormonal changes, headaches, prolapse of cervix, prolapse of bowels, and prolapse of bladder. Lab data added. Patient demographics added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.